Event description:
Pt entered hosp 2/19/97 for cardiac catheterization for prognostic purposes. The pt was cathed from the right groin using the seldinger technique. After review of the cineangiograms it was elected to dilate the left circumflex coronary artery. The 6 fr sheath was removed and replaced with an 8 french arterial sheath. An 8 fr #4 curve catheter was used along with a wire to intubate the left circumflex obtuse marginal coronary artery. The circumflex was dilated with a 3.5 mm balloon. Several inflations were performed. There was some difficulty in passing the balloon down the circumflex. The proximal circumflex was also dilated due to haziness. An attempt was made at deploying a stent in the circumflex. A stent was deployed in the proximal circumflex. It was not possible to deploy the stent at the culprit stenosis. After a fairly lengthy procedure, guidewire placement was lost and it was elected to stop the procedure. A final angiogram of the left coronary artery was performed and it was obvious that there was a rupture of a small branch of the distal circumflex coronary artery caused by the guidewire. Because of the hypotension, which was severe, it was felt that the pt probably was in cardiac tamponade. Quickly, the chest was prepped and draped and an 18-gauge thin-wall needle was passed into the pericardial space without difficulty. Approx 150-200 cc's of bright red blood was removed from the pericarical space. The blood pressure returned to 100. Surgery was called and it was elected to transfer the pt immediately to the operating room for emergency bypass surgery and repair of the ruptured coronary vessel.